Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "battery" was confirmed. Service determined that the cause was due to a defective/depleted main battery. The main batteries were replaced to resolve the issue.

Event description:
The facility representative reported a flogard infusion pump with a malfunction of the battery. The event was reported to have occurred upon power up in the biomed service area. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.